Event description:
During surgery the handle was unintentionally detached from the mics, at the time of the issue it was also observed the absence of the bottom screw of the handle. The surgery ended with no delay or damage to patient and while the robot was moved out from the surgery area, it was found the screw on the operating room¿s floor. Case type: tka. Patient under anesthesia. Did the mics detach over the operating field where the open wound was located? As per the mps: ans: no. Did the screw fall out at the time of detachment with the potential for the screw to fall into the operating field or wound? As per the mps: no.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that during surgery the handle was unintentionally detached from the mics. It was also reported that at the time of the issue the absence of the bottom screw of the handle was observed. The surgery ended with no delay or damage to patient and while the robot was moved out from the surgery area, the screw was found on the operating room¿s floor. Case type: tka. Patient was noted to be under anaesthesia. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: review of the product history records indicate 25 devices were manufactured under lot no k0b5h and 25 devices were accepted into final stock on 05/15/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot no k0b5h shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Product was not available for evaluation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During surgery the handle was unintentionally detached from the mics, at the time of the issue it was also observed the absence of the bottom screw of the handle. The surgery ended with no delay or damage to patient and while the robot was moved out from the surgery area, it was found the screw on the operating room¿s floor. Case type: tka. Patient under anesthesia. Did the mics detach over the operating field where the open wound was located? As per the mps: ans: no. Did the screw fall out at the time of detachment with the potential for the screw to fall into the operating field or wound? As per the mps: no.